Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection due to a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The technical service representative assisted the patient with cycling power on the machine to clear the alarm. The patient was going to finish the manually. During the follow up, the patient stated that they felt like they connected the line tightly, but it unscrewed during the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the disconnection. There was no patient injury or medical intervention associated with this event. The reporter declined to provide further information about this event.